Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer was instructed in the future not to hot swap scopes, power down to remove and ins tall scopes in light source. Also, the error must be cleared before trying an additional scope or it will appear additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl alcohol or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Then verify/reset the maj-1933 and maj-1941 (brightness, white balance & nbi) communication cables. Then verify the endoscope connector on light source is clean and free of debris. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Error b30 indicates a scope communication error where the scope identification date failed to expand hard, which is a registry error. Olympus will continue to monitor field performance for this device.